Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to hemodynamic/ morphological changes from subsequent clip placement affecting the deployed clip. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring intervention to stabilize slda. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed anterior and posterior leaflets, and flail. The first clip was implanted with no reported issue. During advancement of the second clip, the first clip detached from the posterior leaflet. The second clip made contact with the posterior leaflet just adjacent to the first clip, causing the first clip to detach from the posterior leaflet. Two clips were implanted to stabilize the first clip with single leaflet device attachment (slda). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.